Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was connected to a power source, it would not recognize the power source. There was no impact to the customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified and a different issue was identified.